Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm, followed by a blank screen on the insulin pump after inserting a new battery. The customer reported no adverse event. The event involved product mmt-1882. Troubleshooting was performed, including cleaning the battery cap terminals with a cotton swab and attempting to insert new batteries, but the pump remained unresponsive. The customer was informed that older batteries stored for six months to a year might not work effectively and was advised to try with new batteries. The customer was instructed to call back if the issue persisted after using a different battery. No harm requiring medical intervention was reported. Mmt-1882 was requested, and customer response was the device will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent during power up display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or verify failed battery alarm due to the blank display. Unit was successfully downloaded using thus software. [On adapt, no relevant alarms were noted] however on adapt, confirmed (58) alarm on 08/18/2025 17:18:10.000 hour for alarms that may have occurred in the past and line number 279 file number 128 08/18/2025 17:10:32.000 or during a complaint call that might have triggered the reason complaint. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Unable to verify failed battery due to intermittent black out display/blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2) is confirmed due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.